Manufacturer narrative:
The device in question was returned to the manufacturer on march 5,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during an inguinal hernia procedure, there was an error message restart endoscope system. The procedure was delayed about 30mins. No harm to patient, user or third occurred. Cross reference MDR: 9610617-2025-00034.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "error message during use" was confirmed. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error on product tc200 is "corrosion on the sdi connection socket and the conductor tracks on circuit boards". This is assumed by the environment conditions of the or the tc200 is used. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).